Event description:
Customer reports that the stapler with the closed staple retained to the unit would not release from a skin graft on a pt. Medical intervention was required to manually open the staple with a clamp to detach from pt. No pt injury reported.

Manufacturer narrative:
Device sample requested but not received. Investigation report not available at the time of this report.